Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient, race and ethnicity unknown, with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported that the patient suffered from an infected peripherally inserted central catheter (PICC) line. The impella cp was placed in the cardiac catheterization laboratory (ccl). The health care professional (hcp) communicated that high purge pressure and purge system blocked alarms were received. Purge pressure increased with a pump flow of 2.3 milliliters per hour. Per instructions for use (IFU), the catheter was checked for kinks when a rise in motor current was noted. No kinks were reported to be observed in impella cp catheter tubing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.